Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
The date entered in ¿date received by manufacturer¿ in the initial report was incorrect. The event description was updated. The correct information has been provided with this report.

Event description:
It was reported via phone call, the insulin pump had lost power and connection with the transmitter was lost. The customer stated the insulin pump could not be in auto mode without active sensor reading.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 527 mg/dl at the time of incident. The customer did not provide details on symptoms and treatment related to the high blood glucose level episodes. Customer stated that the battery in insulin pump died last night and insulin pump stopped delivering. Customer also stated that the issue with battery cap. Customer troubleshoot was not performed for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.